Event description:
It was reported that the device was explanted due to mitral regurgitation. Reportedly, the last knot was in the a3 area of the device (near the suture marker). The device would not seat; however, the surgeon tied the knot. After tying the knot, the surgeon had difficulty removing the tricentrix. He inspected the valve using a dental mirror and he did not see any loose strings. Reportedly, the posterior strut was difficult to see. Reportedly, once the patient was off pump, wide open mr was the result. The surgeon removed the valve. The surgeon inspected the valve and observed that when he tied the a3 area suture down, instead of being deflected to the outside of the strut, it remained on the inside, actually bending the strut laterally into the ventricular wall muscle, creating a perforation. Reportedly the device was replaced with a mosaic to complete the operation. Reportedly the device is being returned for evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation has not been completed at the time this report was submitted.